Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 80 ml/hr. 750 - 100 ml were delivered in 2.5 - 3 hours. Feeding was stopped short term. There was no illness, injury or medical intervention resulting from the event. One pt involved.